Event description:
The initial reporter alleged a false positive result was obtained with the hiv duo elecsys e2g 300 v2 assay on a cobas e 801 analytical unit. The sample, a single serum specimen collected on (B)(6) 2022 in an sst tube via venipuncture, was manually loaded onto the analyzer. The initial result was positive for hiv. The sample was subsequently sent to an external laboratory (labcorp burlington) for confirmation testing, which yielded a negative result. The specific confirmatory method used by the external laboratory was not disclosed. The initial positive result was reported outside of the laboratory. No additional numeric results or sub-results were provided for the hiv duo assay.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. Instrument checks were conducted, and the analyzer passed all verification tests. A review of calibration and quality control data confirmed that all results were within the specified ranges. However, calibration data for cal 3 and cal 4 were not provided, and the investigation was further limited by the unavailability of information regarding the confirmatory testing method used by the external laboratory. Alarm trace data indicated three clot detection alarms, which may suggest potential sample quality issues, but no definitive link to the reported event could be established. A clear root cause for the reported event could not be identified based on the available information.